Event description:
The patient called lfs alleging that their new one touch ultra meter was prompting the error 2 message. The patient neither alleged harm nor experienced injury or medical intervention. They contacted a medical professional for advice; however, no further treatment was sought. They described feeling dizzy and tired during the time of concern. The patient did not test on any other meter. The customer service representative walked patient through control solution tests and was able to obtain results; however, the results fell outside the specified range. Issue ws not resolved through troubleshooting.patient's meter was replaced.